Event description:
A peritoneal dialysis (pd) patient reported the liberty select cycler alarmed with a balloon valve leak warning during step 5 of setup. The patient was not connected during the incident. The patient got this alarm earlier and re-setup with new supplies. The patient stated there was a fluid leak from the tubing, however the inside of the cassette module was not wet. Technical support assisted to remove the cassette and assisted the patient to re-setup with new supplies, however the same alarm occurred in step 2 of setup. The patient was advised to discontinue the use of this liberty cycler and was issued a replacement cycler. It was reported that an alternative treatment was available. Upon follow up, the pd registered nurse (pdrn) reported that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment the day of the reported event via manuals as well as the following day. The patient received the cycler replacement on (B)(6) and has been able to complete treatments. The old cycler was picked up on (B)(6). It was confirmed that the fluid leak occurred during setup and the reason is unknown. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned for physical evaluation. An exterior visual inspection of the cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler brightness screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a brightness screen test, a teach pump test, and a system air leak test. The valve actuation test failed due to a leaking pneumatic valve 10. The pneumatic valve 10 was temporarily replaced for further testing. The valve actuation test passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Additionally, a pre-accelerated stress test (ast) was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.